Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the received synframe clamp for holdingring is in a end of life condition. The edges of both holding slots are totally worn and the material is compressed from often and intense use. There are strong stress marks at the inside of the slots and there are nicks and scratches all over the device. The anodized layer is worn away at all damages, which indicates that they were caused post-manufacturing. Functional testing: due to the worn edges with the compressed material is the device not functional as required anymore, the clamping force is clearly reduced as these deformations as the shape of the slot is not correct anymore. Investigation conclusion: after a visual inspection per guidance provided in windchil, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. In general we would like to mention the inspection during reprocessing section of our important information leaflet with following statements: synthes instruments should be inspected after processing, prior to sterilization, for end of life indicators such as: damage, including but not limited to corrosion (e.g. Rust, pitting), discoloration, excessive scratches, flaking, cracks and wear. Proper function, including but not limited to sharpness of cutting tools, bending of flexible devices, movement of hinges/joints/ box locks and moveable features such as handles, ratcheting and couplings. Damaged or worn devices should not be used. Device history part number: 387.347, synthes lot number: 1311393, manufacturing site: haegendorf, release to warehouse date: 02. Dec. 2004. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown procedure, the synframe ring clamp was not functioning. When attempting to attach the retractor arm whilst repositioning, the blue clamp dislodged and fell to the floor. There was surgical delay of five (5) minutes. Another clamp was used to complete the procedure. The procedure was successfully completed. No patient consequences reported. Concomitant device reported: synframe retaining ring (part #: unknown, lot #: unknown, quantity unknown). This report is for one (1) synframe ring clamp. This is report 1 of 1 for (B)(4).